Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported: "index surgery (B)(6) 2015. Patient fell and got a traumatic dislocation. Following initial dislocation, patient dislocated two more times. Underwent revision surgery: femoral head removed and liner was replaced with a constrained liner. Acetabular shell and femoral stem retained".